Event description:
It was reported that when using the bd pyxis¿ es server, the customer was unable to generate reports. The customer confirmed that reports were not generating on the server. The customer had attempted to reboot the server multiple times; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the functionality of a software to work with health sight inventory optimization (hsio) and kp reports was currently blocked due to port conflict. A technical support specialist (tss) confirmed that port 5000 required by the mms api was already in use. Using current ports, it was determined that pythonservice.exe associated with nutanix was occupying the port, preventing the service from starting. The customer was advised to engage information technology (it) team to free or reassign the port and then attempt to start bd mms api again. The system functioned as intended after the technical support specialist verified the device.